Manufacturer narrative:
The manufacturer received information alleging a user of a dreamstation 2 advanced auto CPAP reports the device is overheating. The patient states they heard a noise coming from the tubing. The patient reports no error messages were seen. The device and the water were hot. There is no report of smoke, flames, warping or odor. The device was plugged into a power strip along with a lamp. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿overheating and noise coming from tubing¿ is classified as low and does not present a serious risk to patient safety.

Event description:
The manufacturer received information alleging a user of a dreamstation 2 advanced auto CPAP reports the device is overheating. The patient states they heard a noise coming from the tubing. The patient reports no error messages were seen. The device and the water were hot. There is no report of smoke, flames, warping or odor. The device was plugged into a power strip along with a lamp.